Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/31/2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under local anesthesia on an unknown date. The physician was concerned due to the possibility that a rectal wall infiltration (rwi) occurred, although he was very confident with his hydrodissection as he got no resistance at all. It was also reported that the spaceoar vue did not look normal during the implant, it looked like the hydrogel was moving posteriorly towards the rectum. After reviewing the computerized tomography (CT) scan it was very difficult to delineate the anatomy. A magnetic resonance imaging (MRI) was also performed, and it was noticed that a relatively small volume was under the rectal wall and most of the hydrogel was above the rectal wall. It is estimated that 0.25 cubic centimeters (cc) were infiltrated into the rectal wall. The patient is asymptomatic.